Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultramini meter is giving inaccurate high readings between ¿160-170 mg/dl¿ when compared to normal reading/feeling. This complaint was classified based on the customer care advocate (ca) documentation. The patient obtained the readings between ¿160-170 mg/dl¿ on (B)(6) 2014 at around 10 am. Reportedly, he did not take any action to manage his diabetes based on the reported reading. At 1:30 pm, the patient allegedly fell down and could not get up. The patient was tested at 70-80 mg/dl on hospital meter and was treated by a healthcare provide with food and/or drink at the time of concern. Troubleshooting revealed that the unit of measurement was set correctly at the time of testing. The test strips were within the discard date. This complaint is being reported because the patient required hcp medical intervention that can be suggestive for hypoglycemia after the alleged inaccurate high issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.